Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they call for assistance and was in hospital and then transferred to rehab facility due to high blood glucose on unknown date with the unknown blood glucose. The customer was vomiting. The nurse that the customer feels insulin pump was not working right. Customer was also reporting that they received insulin flow blocked alarm. Insulin did not exit during fill cannula. Issue was resolved by complete set change. Troubleshooting for the customer¿s high blood glucose was declined. The insulin pump will not be returned for analysis.